Event description:
It was reported that patients are having a reaction to chloraprep. Verbatim: chloraprep part no.: 930815 lot no.: unknown". Complaint received via phone call. It was reported "patients are having reactions to the orange chloraprep. 2 patients have had severe skin reactions and are itching, wherever it was orange." Part no.: 930815 lot no.: unknown".

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
No additional information was provided by the care surgery center new brunswick. Prime vigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that patients are having a reaction to chloraprep. Verbatim: chloraprep part no.: 930815 lot no.: unknown". Complaint received via phone call it was reported "patients are having reactions to the orange chloraprep. 2 patients have had severe skin reactions and are itching, wherever it was orange." Part no.: 930815 lot no.: unknown".